Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. Corrected: h6 (clinical and impact codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there any adverse consequences that affected the patient because of the reported event? No. B. Please confirm if all the fragments retrieved from the patient? To my knowledge yes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d4 (lot, UDI). Corrected: d4 catalog. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the case, fragments of plastic chipped off the head trial (not sure if one head trial or multiple) and were in the patient. Believe these fragments were successfully removed from the patient.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : according to the information received, it was reported that during the case, fragments of plastic chipped off the head trial (not sure if one head trial or multiple) and were in the patient. Believe these fragments were successfully removed from the patient, as depicted in the image attached of the pac with plastic fragment on it. ¿ ¿the product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4) image 3, (B)(4) image 2, (B)(4) image 1, (B)(4) image) the photo investigation revealed that the device was broken, and a little fragment could be seen in the photo. Also, some scratches could be identified. The damage found is consistent with improper handling and impactions forces while assembling. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. ¿ the overall complaint was confirmed as the observed condition of the artic/eze tr ball grvd 32+9would contribute to the complained device issue.¿ based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: d4 (primary UDI number).